Event description:
The customer reported a pt formally treated in 2006, came back for another treatment near the previous treated area. The dosimetrist noticed that the previously treated rt tibia plan mus were higher than expected. Upon further investigation by the customer, it appears that the pt may have been treated with incorrect mu for the rt tibia plan for the entire course of treatment in the same month. The mus were 95% higher than desired. This resulted in the pt receiving almost twice the prescribed dose to the tibia. In addition, the pt experienced a bleeding ulcer in the area that was treated in that month that would not heal. The pt had a skin graph about a year ago in 2007 to heal the ulceration. The eclipse planning system was upgraded from 7.3.10 to 8.0 and the db was migrated.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate. Additional follow-up to this MDR is expected upon completion of the investigation.